Event description:
A caller reported the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level reported. The caller was advised by technical support to ensure proper air removal from the cartridge prior to filling, and the caller acknowledged this advice. The caller continued to use existing cartridge.